Event description:
The customer reported image quality problems during a case. The problem occurred with a patient on the table and under anesthesia. Another c-arm was used to perform the case. There was no injury to the patient.